Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and probably related to the therasphere administration. Btg medical assessment: subject (B)(6) is a (B)(6). Ethnicity and medical history not known. Hcc diagnosed (B)(6) 2015, one nodule in segment viii therasphere® administered (B)(6) 2016, 0.91 gbq selective administration. Patient had nausea throughout his 6 hour post-procedure observation. Began vomiting towards the end of the scheduled observation. Pt admitted overnight for IV fluids and observation. Able to tolerate po intake overnight. Pt discharged the next day. Recovered without sequelae. Nausea: severity grade 3; serious/expected/related - therasphere. Vomiting:severity grade 3; serious/expected/ related - therasphere (secondary to nausea). No device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. Nausea and vomiting are anticipated adverse events listed in the IFU/risk management documentation. At this time this report is considered final.

Event description:
Subject (B)(6) is a (B)(6) male patient enrolled in the (B)(6) study. Hcc diagnosed on (B)(6) 2015, one nodule in segment viii therasphere® administered (B)(6) 2016, 0.91 gbq selective administration. Patient had nausea throughout his 6 hour post-procedure observation. Began vomiting towards the end of the scheduled observation. Last episode of vomiting resulted in re-bleeding and hematoma formation at the r cfa access site. Pressure held at access site x 20 min and hemostasis achieved. Pt admitted overnight for IV fluids and observation. Able to tolerate po intake overnight. Pt discharged the next day. The reporter assessed this event as serious as the patient required hospitalization. Nausea and vomiting were assessed as possibly related to therasphere by the physician. The event was not reported to btg by the treating physician at the time of the event in 2016.